Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report air bubbles in the reservoir. The customer's blood glucose reading was unknown. The customer performed the high pressure test and the displacement test and both passed. Nothing further to report.